Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the catheter was being placed into the patient's right radial artery in the cctc. The catheter was inserted with good waveform and no complications. The catheter was later to have a dampened waveform and they were unable to draw blood. As a result, the catheter was discontinued and a new one was placed in a new insertion site. There was no delay in treatment and no patient death or complications reported.